Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the carotid artery with mild tortuosity and mild calcification. The emboshield nav 6 embolic protection device (epd) was prepared without difficulty. The loaded delivery catheter and bare wire were removed from the packaging tray as one unit. The nav 6 was advanced toward the target region. A non-abbott carotid stent was advanced; however, it was noted that the filter was moving and part of the delivery catheter (dc) was floating in the vessel wall. The stent olive tip was successfully used to pull the separated portion out of the anatomy. The filtration element was retrieved using the retrieval catheter. No resistance was noted during withdrawal. Reportedly it is not understood how the dc pod became separated. A new emboshield nav 6 was used to continue the procedure. There was no adverse impact to the patient and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual inspections were performed on the returned device. The reported pod separation was confirmed. The filter separation was not confirmed as the filter and barewire were not returned. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined that the reported separation and additional treatment was likely due to operational context of the procedure.